Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Based on information obtained, the reason for the additional leads was due to progression of the patient's pain pattern.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-11662. It was reported that the patient had a procedure on (B)(6) 2019 to have two new leads added. The procedure was abandoned due to patient only getting motor stimulation. No new products were implanted. The reason for the new leads is unknown.